Manufacturer narrative:
The customer contacted a (B)(6) center (ccc) specialist. The customer stated that there was a sodium electrode failure while running the ion-selective electrode (ise) samples. The customer replaced the electrode and the issue resolved. The cause of the discordant, falsely elevated sodium results on two patient samples was related to the malfunction of the sodium electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.